Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, the vessel sealer extend instrument jaws would not open. The customer completed the procedure with no further issue reported. No known impact or patient consequence was reported. Intuitive followed up with the initial reporter and obtained the following additional information: the issue was that the instrument did not perform it's job. There was no injury to the patient. The customer used a backup instrument to continue the procedure. There was a 10 minute procedure delay.